Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient had a pocket revision because her implant was placed too shallow. The patient's implant was relocated, and she was reportedly doing well after the procedure.